Event description:
It was reported that during the implant attempt, the physician encountered difficulty in placing the leads. The leads were not implanted. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the leads were too short for the patient's anatomy, and during the placement attempts, both leads exhibited high thresholds and low sensing.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed: no anomalies were found. (B)(4)